Manufacturer narrative:
Without patient-specific information (such as placement/treatment dates or prior tooth history), a causal relationship between use of the 3m product and the reported effects was not able to be established.

Event description:
3m was informed of a female patient who required root canal treatment on a tooth which had a 3m espe lava ultimate cad/cam restorative for cerec crown. No further patient-specific information was made available from the dental professional, such as date of placement, date of root canal or prior tooth history. Because further information is not available, the relationship of the reported event to the lava ultimate crown remains uncertain.

Event description:
3m previously reported on this case. The following additional information was provided by the dental professional. The patient, a (B)(6) female, received the lava ultimate crown on (B)(6) 2013; the lava ultimate crown was placed because a prior crown on this tooth had failed leading to decay. Sometime before (B)(6) 2013, the patient began to experience sensitivity and on (B)(6) 2013, a root canal was performed through the lava ultimate crown. In (B)(6) 2015, the patient returned to the endodontist who performed the root canal due to recurrent abscesses of the tooth. The endodontist recommended extraction of the tooth due to what was later identified as a tooth fracture. The short time frame to tooth sensitivity suggests a possible role for incomplete removal of the pre-existing caries and the recurrent abscesses/tooth fracture suggest that the trauma to the tooth in terms of two crown preparation procedures, removal of recurrent decay and a root canal all may have contributed to weakening the tooth structure.